Event description:
Eleven months post index the patient returned to the cath lab where repeat angiography demonstrated restenosis of the proximal obtuse marginal lesion. Pci was conducted. Post procedure medications included plavix.